Manufacturer narrative:
(B)(4). Batch # t5ej42. Device analysis: the analysis found that one psee45a device was returned with no apparent damage and with one gst45w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a nephrectomy, the doctor fired the stapler with white reload, no buttressing material, on the ureter and couldn't open the stapler after firing. The doctor tried the reverse button and the manual override lever and still couldn't remove the device. The doctor secured the ureter with clips and cut the tissue around the stapler to remove the stapler from the patient. After removing the stapler, the doctor anastomosed the ureter. The doctor didn't need an additional stapler to complete the procedure. There were no patient consequences reported.